Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as getting repetitive no delivery alarms. The customer blood glucose level was 400 mg/dl. The customer declined troubleshooting for high blood glucose. The customer was treated with insulin pump for high blood glucose level. Customer was performed a 5.0 unit fixed prime. Customer states the insulin did not exit and insulin pump alarmed no delivery. Customer states insulin pump alarmed with no reservoir. Customer has a plunger available. Customer reports insulin exits the tubing. Customer reports insulin exits the tubing. Customer states they reinsert reservoir and run manual prime until at least 5.0 units and they observe insulin exiting the tubing or insulin pump alarms. Customer reports insulin exits with the manual prime. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No excessive no delivery alarms noted.